Manufacturer narrative:
The t:flex pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer may be filling the tubing while connected to the site. There was no reported impact to the customer's blood glucose level. Although requested no further information was provided.